Event description:
On (B)(6) 2014 the lay user/ patient contacted lifescan (lfs) alleging a onetouch ultramini meter was displaying inaccurate readings compared to the same meter and compared to her feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2014 she obtained readings of ¿401 mg/dl¿ compared to her feelings and ¿90 mg/dl¿ on the same meter. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=20% or <=20 mg/dl when obtained within 20 minutes. The patient did not report what medications she takes to manage her diabetes. The patient did not report making any changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported right after the issue occurred she had symptoms of ¿shaky and blurred vision.¿ the patient reported she went to the emergency room (ER) and was given a blood glucose test only. The patient reported on (B)(6) 2014 a blood glucose reading was obtained by a healthcare professional, however the results were unknown. At the time of troubleshooting the cca confirmed the meter was in the correct unit of measurement at the time of testing and an approved sample site for testing. Replacement products were sent to the patient. These complaints are being reported because the patient claims due to the alleged issue she developed symptoms suggestive of an acute complication of diabetes.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.